Event description:
It was reported that during an acl procedure, four implants remained unsecured in the patient. The knots on the first and third cinches used would not slide; a knot pusher was used without success. The sutures were cut and removed while the implants were retained in the patient. The knots on the second cinch were reported as tough to slide but the implants were secured successfully. The surgeon decided a fourth cinch was not required for the patient's condition; the case was completed with a minor delay. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Six devices from the same lot remained in inventory. These devices were evaluated and found to be assembled according to specifications; the complainants event could not be recreated using the devices are directed. The most likely cause(s) of this type of event include a lack of free slack in the suture during insertion, the user not following the deployment sequence as stated in the surgical technique guides, and/or pulling too much slack out of the suture before using the knot pusher. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.